Event description:
Intralase femtosecond laser was used to create a flap both eyes (ou) on (B)(6), 2011. Postoperative results at 1 week show a best corrected visual acuity of 20/30 left eye (os) and 20/40+ right eye (od). These values are best corrected with glasses or contacts before and after the procedure.

Manufacturer narrative:
Conclusion: unable to evaluate the system as it pertains to this event. The system has been serviced and/or used since the reported event and the complaint cannot be confirmed. The field service engineer who serviced the system after the reported event found that the system met amo specifications prior to leaving the site. All pertinent information available to amo has been submitted. (B)(4): placeholder.

Manufacturer narrative:
A clinical development manager (cdm) followed up with account and reported patient uncorrected visual acuity (ucva) at 3 months post operation was 20/20 in both eyes (ou) and that no vision was lost.